Event description:
It was reported that stent profile problem occurred. Vascular access was obtained via radial artery. The target lesion was located in the left anterior descending artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 3.0x16mm promus premier stent was advanced for treatment. However, after delivery, it was noted that the stent looked much more than 16mm. The stent was deployed and it measured 18mm from marker to marker. The procedure was completed and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system (sds); was returned for analysis without a stent. The balloon was reviewed, and no damage was noted. The balloon was in a deflated state and therefore appeared to have been inflate and deflated. Stent crimp markings were evident on the balloon material. A measurement was taken using, a ruler, of the length between the 2 markerbands and the result was within specification. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent profile problem occurred. Vascular access was obtained via radial artery. The target lesion was located in the left anterior descending artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 3.0x16mm promus premier stent was advanced for treatment. However, after delivery, it was noted that the stent looked much more than 16mm. The stent was deployed and it measured 18mm from marker to marker. The procedure was completed and the patient was stable.